Event description:
It was reported that during a colon resection procedure, the staples would not hold. The device cut and stapled but the staples did not close. The surgeon used the same device with a new reload but the staples did not close either. The surgeon finished the procedure with manual sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.